Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01316 and 0001822565-2023-01650. D10 medical devices: nonporous stemmed tibial baseplate size 0 right catalog#: 630701200 lot#: 61749741 gender solutions female (gsf) femoral component nonporous size 1, right catalog#: 00541401402 lot#: 61789868. All poly patella size 1 8 mm thickness catalog#: 00542000801 lot#: 61773963 palacos rg 1x40 single catalog#: 00111314001 lot#: 71294252. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty. The patient underwent a poly exchange approximately five years later due to disassociation of the tibial insert. Subsequently, approximately seven years later the patient presented with severe pain, instability, and subluxation due to wear and disassociation of the tibial insert. A second revision was performed and the tibial insert was found to be loose from the tibial tray and was easily removed from the joint space. The patella was well-fixed with good tracking and was left intact. All other components were revised without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records and radiographs were provided. However, radiographs were not sent to for review, as timeline provided sufficient dictation of findings. Medical records were reviewed by a health care professional. Review of the available records identified: instability with subluxation, wear, and locking mechanism failed, patient presents severe pain, poly insert was disassociated, patella was not revised. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.